Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during the removal operation, the locking screw was damaged from drilling. It is unknown if there was a surgical delay. The procedure outcome and patient status was unknown. Concomitant device reported: fns bolt (part# 04.168.300, lot# 3l89269, quantity 1); fns plate (part# 04.168.000, lot# 3l60410, quantity 1); fns anti-rotation screw (part# 04.168.500, lot# 3l89391, quantity 1). This is report 1 of 1 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint is created to capture the issue during the removal related to the event in (B)(4). It was reported that on (B)(6) 2019, during the removal operation, the locking screw was damaged from drilling. It is unknown if there was a surgical delay. The procedure outcome and patient status was unknown. Concomitant device reported: fns bolt (part# 04.168.300, lot# 3l89269, quantity 1), fns plate (part# 04.168.000, lot# 3l60410, quantity 1), fns anti-rotation screw (part# 04.168.500, lot# 3l89391, quantity 1), unknown drill bit (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 412.219s lot: 3l40502,, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: february 15, 2019, expiry date: february 01, 2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part: 412.219, lot: 2l68720, manufacturing site: mezzovico, release to warehouse date: december 17, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device, it can be seen that the screw was drilled out and based on this we have received two (2) parts (screw shaft and screw head stick in plate), thus confirming the complaint description. Functional test: a functional test is not possible, based on the previously mentioned damage. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use-related damage at the device, therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to device history record (DHR) of production lot 3l40502. All relevant features are defined on the used drawing revisions of DHR of production lot 3l40502. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use-related damage at the device, therefore no document/specification review is needed. Summary: there is no particular information on what happened to this article by the customer. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that the damage (drilling out) at the screw resulted, as it was not possible to loosen the screw. A root cause could not be determined why the screw got stuck in the plate, as the part was produced according to drawing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. G5: device is distributed in the united states. K000682 is the correct 510(k). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a hip fracture fixation was performed using the femoral neck system. The patient complained of postoperative pain. The patient was instructed to walk according to ability and remained monitored. On (B)(6) 2019, it was discovered that the fixation of the femoral head collapsed in the direction of varus (the implant penetrated into the femoral head which performed a posterior displacement. Therefore, the patient was invited for further surgery to repair the fracture. Revision surgery took place on (B)(6) 2019.